Event description:
The manufacturer received information alleging that the dreamstation 2 device has no power and the inlet filter is melted. Initial investigation from fasc states complaint was confirmed. They found main pca board corroded and ui bezel has thermal damage. Device has been crushed and disposed. The manufacturer's investigation is ongoing, a follow-up report will be submitted with the evaluation results.